Manufacturer narrative:
Updated: h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed deep scratches/cut on the probe coating issue could not be determined, however, the issue was likely due to repetitive use stress and or user handling/mishandling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope had leakage at the insufflation and the balloon was not inflated. The customer commented that the probe unit was not exchanged during the last repair. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: deep cut in the probe coating, the pink probe coating was damaged and glue layers were visible. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; bending section cover glue separated; echo signals were missing; light guide lens glue were worn out; air/water cylinder was scratched; and the universal cord was wrinkled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.